Manufacturer narrative:
Investigation - evaluation. A review of the specifications and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the clear extension tubing exiting the purple hub had a visible hole adjacent to the purple hub. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A (B)(6) patient had a PICC line placed for medication administration. The catheter was noted to be cracked on the second section near the turbo-ject connection and leaking fluids. This PICC was replaced and placed in the basilic vein. According to the initial reporter, the patient did not require any additional procedure nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) year old patient had a PICC line placed for medication administration. The catheter was noted to be cracked on the second section near the turbo-ject connection and leaking fluids. This PICC was replaced and placed in the basilic vein. According to the initial reporter, the patient did not require any additional procedure nor experience any adverse effects due to this occurrence.